Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent annex surgical procedure. On (B)(6) 2016, post-op, two months after surgery the patient presented with fistula wound secretion of bone fragments, which was considered foreign body reaction. Revision surgery took place to remove graft (explant), bone curettage and sequestrectomy as a result of this event. Patient outcome was reported as stable, results of pathology and cultivation are pending. A possible infection was not described in the patient, but a possible rejection or graft reaction may be included.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2016 to treat wrist fracture. The fracture was described as comminuted (many small fragments) and intra-articular (it damaged the joint surface of the wrist) and a large bone defect was encountered. The operation was for an open reduction of the fracture fragments, insertion of a wedge graft to fill the defect in addition to a 5cc cortico-cancellous bone graft, and fixation with percutaneous kirschner wires. At 2 months post-op the patient presented with fistula wound secretion of bone fragments. Patient required additional surgery on (B)(6) 2016 for excisional debridement and resection of possible granuloma reaction to bone substitute. There was no apparent evidence for a post-op infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.